Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 182 mg/dl on the mobile system and 40 mg/dl on professional device within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device.